Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a case that occurred during an implantable neurostimulator (ins) replacement. The replacement was due to a normal revision due to the ins would be at end of service (eos) in (B)(6). The managing physician and patient wanted to do the revision this year. During post op, the patient had greater than 10,000 impedances on most combinations. Prior to revision, 5 electrodes were out of range (3-7) and it was explained that 4-7 were null as a quad was attached. The rep noted that 3 electrodes were known to be not intact. Running electrode impedances at 3 volts, they saw a range of 1200 to 1500 ohms but the patient was not feeling stimulation. When the rep programmed the patient to their programmed settings of 6 volts, the patient was able to feel stimulation and at the time, the impedance measurements had a 700-800 ohm range. These were the pre-op impedance values. It was reported that troubleshooting resolved the reported issue. The rep re-tested the patient again to make sure no intermittencies occurred. The rep reported that after an hour or two, the patient was rechecked and everything was normal. There was a report that the 0 electrode was out of range but it was reported that this occurred earlier too. The rep confirmed that electrode 0 was originally out of range and the patient was not programmed on electrode 0 or 3. The patient was reported to be getting good therapy. Relevant medical history includes non-malignant pain.